Event description:
During a colonoscopy, the patient's colon contracted over the instrument at the same time the energy was deployed from the handpiece. The colon wall was burnt and the patient underwent emergency surgery.

Manufacturer narrative:
The user-facility does not believe that the generator was at fault, as the injury occurred when the patient's colon contracted unexpectedly. Regardless, conmed has decided to file an medical device report to be consistent and conservative.